Event description:
Reported that, over the past several days, pt's blood glucosee has been erratic (33-289 mg/dl). Pt stated that in 2004, pt's blood glucose measured 200 mg/dl. Pt did not self-treat. Later that evening, pt stated that pt awoke from a nightmare and asked spouse for help. Pt's blood glucose measured 33 mg/dl. Pt self-treated with juice and corn syrup. Additionally, pt reported that the device's motor seems unusually loud and that, on 1 occasion, the vibration alarm went off for no apparent reason.